Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one of the machines was on disconnected mode and placed on critical override. As a result, all new patients and medication orders were not crossing over to the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that new patients and orders were not crossing over. A technical support specialist (tss) was unable to perform full synchronization due to critical override. Upon resolution the issue, the tss attempted to back up and perform a full sync on the device by applying the knowledge article "proper data sync 2.0 procedure" which completed successfully and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.